Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Crtd was implanted on (B)(6) 2024 and it was confirmed by x-ray on (B)(6) 2024 that lead moved from the original position. Physician considered it as dislodged and re-positioned it. Should additional information be received, this file will be updated.